Event description:
Pump declared a past cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer followed on-screen instructions, successfully completed the load process on the pump after two attempts, and resumed insulin delivery without changing the cartridge.